Event description:
An lpn was suctioning a dying resident using the yankauer suction handle with lapered bulbous tip. The resident bit down on the tip and a small piece of it broke off. The lpn was able to retrieve the piece out of the resident's mouth and no harm was done.